Manufacturer narrative:
According to the facility on (B)(6) 2025, "he was complaining of penile pain and discomfort. Catheter was removed, only 9cc of the original 10cc was noted". It was stated that there was worsening lab work, swelling of prostate, and ongoing medical treatment such as antibiotics being given. The patient refused catheter replacement and still has sever penile pain which the patient is still being treated for. The device is not available for evaluation. It has been determined that the reported event caused or contributed to a serious injury requiring medical intervention. This is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
According to the facility on (B)(6) 2025, "he was complaining of penile pain and discomfort".